Manufacturer narrative:
The bronchoscope has not been returned to olympus for evaluation. As part of our investigation into this report an olympus endoscopy support specialist (ess) was dispatched on-site to assess their reprocessing practices and to provide reprocessing training if necessary. During the ess' visit the following observations were noted: the bronchoscope was connected to the leak tester out of sequence, the internal channels were not brushed in the sequence documented in the IFU, suctioning was not being performed immediately following brushing, and the soaking time in enzymatic detergent as instructed in the manufacturer's IFU was not performed. The bronchoscope was rinsed immediately following the detergent flushing. The ess shared his observations to the staff, and referred the staff to the olympus video bronchoscope reprocessing chart mounted on the wall. The ess explained that the chart illustrates all the steps in specific order, and explained that this is the validated olympus procedure for reprocessing olympus bronchoscopes. The ess conducted the in-service following the validated steps listed in the on-track form. The in-service included all cleaning, disinfection, and sterilization information contained in the olympus reprocessing manual, and also included the care and handling of the bronchoscopes. The ess also provided the endoscopy manager a copy of the olympus customer letter on delayed reprocessing. Olympus contacted the user facility to obtain more detailed information regarding the reported events, but only limited information was provided. The user facility reported that one of the three patients is in ICU and the other two patients were discharged. The bronchoscopes were taken out of service and on (B)(6) 2016 the external surface of the device has been sampled for culturing. The user facility reported that the result of this testis negative. The user facility has requested disassembly and culturing of the internal components of the bronchoscopes. Olympus is currently discussing with the user facility arrangement to conduct the requested service and testing. The exact cause of the patients¿ outcome cannot be determined at this time. Olympus reviewed the instrument history of the bronchoscope referenced in this report and found that the bronchoscope was purchased on april 30, 2012 and it has never been returned to olympus for service since that date. Improper maintenance of the bronchoscope cannot be ruled out as a contributory factor based on the lack of service history with olympus.

Event description:
Olympus was informed that three patients were reportedly infected with nocardia after undergoing a bronchoscopy using three different bronchoscopes. The patient that was examined with this bronchoscope was treated and is in ICU with critical condition. This is 3 of 3 reports.